Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump. They were also instructed to call back if the malfunction recurs, which was acknowledged and understood by the caller.